Event description:
It was reported that the customer experienced low blood glucose of 40mg/dl, and he was hospitalized. The blood glucose at time of his admission was 102mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.